Manufacturer narrative:
B5: added additional information.

Event description:
The sales representative verified that the serial number is unavailable.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via unknown access site to support a 75 year old male patient in switzerland. The indication for the pump use was not shared, nor was underlying medical conditions. On the day of pump explant the team observed a 5cm long thrombus at the pump pigtail. There was not any noted harm from the thrombosis nor any intervention. The contribution of the pump anticoagulation regimen or lack of appropriate anticoagulation is not known as clinical details have not been shared.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5: added additional information regarding the patient's year of birth. D6b: added explant date.

Event description:
Additional information was received stating that the patient was born in 1951. The patient's exact age and complete date of birth are still unknown.